Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went into a diabetic coma, while wearing a pod, on (B)(6) 2024. Patient reported being hospitalized for over a month. The patient reported that she continues to experience ongoing complications including neuropathy, inability to drive, and cognitive difficulties. Details regarding treatment were not provided, as the patient stated it happened a long time ago and they were in a coma. Blood glucose levels were not reported.